Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel breast implant 500cc gel prosthesis, catalog: 3507500bc, serial number: (B)(4), lot: 5552868. (B)(4)

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor memorygel breast implant 500cc gel prostheses. Bilateral rupture of the breast prostheses was diagnosed as per visit to the physician¿s office. At the time of this report, mentor has received no information regarding explant date. This report is for the left breast prosthesis.